Event description:
Note: this report pertains to one of two resolution 360 clip devices used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clips were used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the tech noted that the clip had difficulty releasing from the catheter. This happened again during the same procedure with a second clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.